Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow cannula thrombus could not be confirmed through this evaluation as no computed tomography (CT) scans were provided. An analysis of the log files provided by the account confirmed the reported low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the report of the patient requiring a volume bolus could not conclusively be established through this evaluation. The submitted log files contained data from on (B)(6) 2019. The log files showed nearly constant low flow hazard alarms beginning on (B)(6) 2019. The system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. Both the IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to emergency department with frequent low flow advisories with marginal flow and pulsatility index (pi) parameter readings. The patient stated having occasional low flow with suboptimal pi parameters over two or three day period. The patient explained working outside for several days. The patient's pump speed was reduced. Blood measurements were 105/72 with mean arterial pressure (map) of 82., and the patient was challenged with volume bolus. The initial response noted suspension of low flow advisory with increased pi parameters and sustained pump flow parameters. On (B)(6) 2019, the patient experienced further low flow advisory with suboptimal pi and pump flow parameters. The patient has addition protective gortex outflow graft covering. The manufacturer's technical service representative reviewed the log file and observed the low flow events on (B)(6) 2019. A stent was performed on (B)(6) 2019. Computed tomography angiography revealed a large thrombus at the outflow cannula. The patient had multiple stents placed in the outflow cannula.